Event description:
A customer reported experiencing a cartridge alarm with their pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, which was still under warranty, and provided a replacement with updated software. The customer was informed about the need to transfer their settings and connect their continuous glucose monitor to the new pump. They were also instructed to return the faulty pump to tandem using the provided materials and within the specified timeframe to avoid additional charges. Instructions for putting the pump into storage mode and other necessary details were acknowledged by the customer.